Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump got filled with insulin inside the reservoir barrel. Customer stated the insulin pump was vibrated without an alarm or alert. Customer stated a constant tone was occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.